Event description:
Reporter alleged the bottom of the base of the blood glucose monitoring device shows blackening, smells burnt, and the 3rd & 4th pins are blackened and melted. Reporter stated the device is cleaned with bleached wipes however in the future will clean with alcohol. Reporter indicated there were no injuries to personnel. A request was made for the return of the suspect device and replacement product was sent.